Event description:
It was reported that the connecting section of coupler was loose. There was no report of patient harm.

Manufacturer narrative:
The device has been returned and an investigation is underway. A supplemental report will be submitted upon completion of the investigation or if new information becomes available.

Event description:
It was reported that the connecting section of coupler was loose. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The actual device was not returned to olympus, it was returned to the repair site, where the repair facility conducted a visual and functional inspection. The reportable malfunction was confirmed, the scope mount was loose. Additionally, the device evaluation found corrosion at the scope mount and free lock lever. Based on the results of the investigation, it is probable the following led to the malfunction: the coupler retention function did not function normally due to the loosened scope mount and that "coupler connection part is rattling" occurred. Olympus will continue to monitor field performance for this device.